Event description:
It was reported that a stent was found fractured in the sfa with a pseudo aneurysm eight months after placement. No report of patient injury. An additional intervention was necessary for treatment.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. As part of all complaint investigations, an attempt was made to evaluate the subject device as well as the device usage. In this case, no sample was returned. On the provided image the subject stent was not visible and a stent fracture could therefore not be confirmed. Based on the image, no indication for an irregular stent placement or stent defect was found. It can be confirmed that an aneurysm was present; however, no indication for a device relation was found. Potential factors that could have led or contributed a stent fracture and subsequent aneurysm formation have been evaluated. Previous investigations of similar complaints have been reviewed. In this case, an irregular stent placement such as significant elongation may have led to a subsequent stent fracture. An inadvertent movement of the hand or incorrect holding of the delivery system during stent release as well as insufficient pre or post-dilation may cause or contribute to an irregular stent placement. Also a difficult vessel anatomy or calcified vessels may contribute to the reported event. In this case, it was reported that the stent did not open properly but the lesion was pre-dilated. No post-dilation was performed. Based on the information available and the evaluation of the image, a definitive root cause for the reported event could not be determined. The IFU supplied with this product sufficiently describes the correct application of the device. Also the IFU states that pre-dilation of the lesion should be performed by using standard techniques and post stent expansion with a pta catheter is recommended. Furthermore, the IFU states that aneurysm formation is a potential adverse reaction that may occur.

Event description:
It was reported that the vascular stent was found to be fractured in the sfa 15 days post implantation with formation of a pseudoaneurysm. No patient injury was reported; however, an additional intervention was necessary for treatment.

Manufacturer narrative:
The device history records are being reviewed. The event is currently under investigation. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. This event is reported late due to an issue with the communication flow within (B)(6). An evaluation has been started to identify the root cause and appropriate corrective and preventive action will be implemented. The timeliness of other reports from (B)(6) have been evaluated and it was determined that this report represents an isolated event. Although this product is not sold in the u.s., this event is being reported under regulation 21cfr part 803 as it involves a similar device to a PMA approved device sold in the u.s. Under # p070014.